Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101100, m/l taper femoral stem, 61208851, 00620205422, trabecular metal modular cups, 61214932, 00801803202, cocr femoral head, 60441119. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00685, 0001822565 - 2018 - 00684.

Event description:
It was reported that the patient is experiencing pain in the femoral area and burning sensation in lower back. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.